Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead was fractured. The lead exhibited a high pacing threshold, low impedance, noise and an insulation anomaly. The lead was explanted and replaced.